Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead returned in three pieces. An insulation abrasion was noted at 0.7cm to 0.9 cm and at 25.9 cm to 27.2 cm from the connector pin/distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.